Event description:
It was reported that a patient and caregiver experienced connectivity and pairing issues between a dexcom g6 continuous glucose monitor (cgm) and the ilet and reported the sensor was paired to a secondary pump, causing connectivity interruption between the sensor and the ilet due to improper pairing sequence. No glucose data was available due to pairing disruption with no reported adverse clinical symptoms. Outcomes included the need for troubleshooting and reconfiguration without medical intervention. User support included guided troubleshooting to unpair the dexcom g6 from the pod, power down as needed, toggle device settings from g7 back to g6, and restart the g6 sensor to restore proper pairing. Investigation of this case revealed user setup error associated with an incorrect pairing pathway, with device hardware functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error.